Event description:
Hypersensitivity reaction to elevess implant with granuloma, erythema and discharge. Two cultures were taken for infection and both were negative. Patient was given hyaluronidase and kenalog intra-lesional. No other treatment was given.

Manufacturer narrative:
This is a single-use device, so it can't be returned. Batch records were audited and determined to be acceptable and product passed final specifications.